Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra coil 400s (pc400s), a px slim delivery microcatheter (px slim), a penumbra coil 400 detachment handle (handle), and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician introduced a pc400 into the target vessel and reported that it was too large. Before the pc400 could be removed, it "knotted" on itself within the aneurysm. Therefore the pc400 was removed. It was also reported that a handle was dropped onto the table and was no longer used in the procedure. The procedure was completed using the same neuron max, the same px slim, and another pc400 which was manually detached. There was no report of an adverse effect to the patient.